Manufacturer narrative:
(B)(4)

Event description:
It was reported that there were telemetry problems between the device and remote monitoring. A software download was performed which successfully restored the device to normal function. No adverse consequences for the patient were reported.